Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, it was reported that svd led to regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 26mm transcatheter valve was implanted inside a disabled 27mm mitral bioprosthetic valve in the mitral position via valve-in-valve procedure. The implant duration of the disabled 27mm bioprosthetic valve at the time of the valve-in-valve intervention was three (3) years, two (2) months. The reason for valve-in-valve intervention was due to early degeneration which led to mitral insufficiency and high gradient. Both devices remain implanted. Patient was noted as in stable condition.

Manufacturer narrative:
Corrected data: this follow up report is to inform that in the course of the investigation it was learned that the subject device was replaced due to early degeneration and high gradient (24/13 mmhg). No mitral insufficiency was observed at the time or the valve in valve procedure. (B)(4).